Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter displayed a ¿lo mg/dl¿ (below 20 mg/dl) result. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 12x daily and his results are usually around ¿8-11 mmol/l.¿ the patient manages his diabetes with humalog insulin (2 units per carbohydrate portion) and lantus insulin (34 units daily). The alleged issue began on (B)(6) 2013 at 1030pm. Prior to alleged issue, the patient claimed he felt symptoms of shortness of breath, abdominal pain and vomiting. In response to his symptoms and ¿lo mg/dl¿ result, the patient administered self 3 glucogel tubes, sugar water and drank a lucozade beverage. The patient retested a few times and continued to obtain a ¿lo mg/dl¿ result. Since the patient¿s symptoms did not abate, the patient administered self a glucagon injection which made him ¿feel sick.¿ by 1130pm that same evening, the patient retested on the subject meter and obtained a blood glucose result of ¿hi mg/dl¿ (over 600 mg/dl). The patient claimed he developed additional symptoms of frequent urination and agitation. By midnight, the patient was at the hospital where he was diagnosed with diabetic ketoacidosis (dka). The patient obtained a blood glucose result of ¿48 mmol/l¿ with the hospital meter. The patient alleged he was treated per ¿dka protocol.¿ the patient was kept for observation and sent home the evening of (B)(6) 2013. At the time of troubleshooting, the cca was not able to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient alleged he continued to administer treatment based on the alleged ¿lo mg/dl¿ result obtained with the subject meter and claimed he developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.